Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/jul/2018, 22/jan/2019, and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: brown particles material was found on the shell, creases and the device had a broken shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken opening in the shell with a sharp edge and nicks assessed as a surgical impact opening. Based on the device analysis the final assessment is: a sharp broken edge opening in the shell with nicks due to surgical impact opening. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.